Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2017 with blood glucose of 30 mg/dl at the time of the incident. The customer was at 426 mg/dl at the time of the call. The customer was given oral treatment for the low. The customer experienced symptoms such as loss of consciousness. The customer was wearing the insulin pump during the incident. Customer believes the pump may have over delivered. The customer was having highs as they were off the pump and manually treating the highs. Troubleshooting was completed. The customer had an unexpected restart alarm where a cold reset was performed by the pump. The pump had been stored for an extended period of time. The insulin pump will not be returned for analysis.